Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the device experienced a loss of ventricular pacing. The ventricular sensitivity was adjusted and the device remains in use. No patient complications have been reported as a result of this event.